Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified left anterior descending artery that is 90% stenosed. The 2.75x18mm xience skypoint stent delivery system failed to cross due to anatomy. Resistance was noted also noted during removal with anatomy. A non-abbott device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.